Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that packing slip does not include component revision level. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name, d2a - common device name- corrected. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The original cert was modified to include the customer's request, and a copy was emailed to the customer by the ICU OEM customer service representative on 11 april 2025.